Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly effective therapy was restored.

Event description:
It was reported following an unrelated procedure where the ipg was placed in surgery mode and yet was unable to communicate or reconnect with controller. Company manufacturer met with patient and was no successful in reconnecting. Ipg is found inoperable and as such surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated.